Manufacturer narrative:
H3, h6: it was reported that a patient is suffering from pain and metallosis. A revision surgery has not been performed based on the available information. As of today additional information has been requested for this complaint but has not become available. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review and device labelling / IFU review could not be performed. The devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain and metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and neither a definitive nor potential root cause can be determined. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that, after a r3 tha construct had been implanted on (B)(6) 2009, the plaintiff experienced pain and metallosis. A revision surgery has not been performed yet due to the plaintiff undergoing health issues, but might be performed in the future, no dates had been given yet. The plaintiff outcome is unknown.